Event description:
It was reported by the customer that leaking at the t connector on the PICC lines they used yesterday. No other information was provided. Additional information 10/02: leaking from stopper noted while the PICC was being flushed during the insertion process (B)(6) 2023. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned.